Event description:
Uncontrollable pain, joint pain, severe back pain, constant headaches, constant abnormal discharge, abnormal bleeding, blurred vision, memory issues, skin rashes, acne, belly bloat, depression, chronic fatigue, narcolepsy, (B)(4).